Event description:
It was reported that the pump is alarming no disposable-clamp tubing. Silence alarm, reviewed settings and closed clamp. Removed cassette and gently tap cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and opened clamp. Started the pump. Pump is running. No additional information available.